Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical technician (biomed tech) reported a burnt power cord plug found during preventative maintenance and confirmed there was no patient involvement. He said that the plastic at the male end of the plug appeared black and burnt. There was no visible smoke, flames or sparks observed. No damage was observed with the power outlet or machine. The machine was plugged into a gcfi hospital grade outlet as per recommended power source. The power cord was replaced and the machine was placed back in service without further issue. The power cord was available for evaluation.

Manufacturer narrative:
Corrected brand name: 2008k olc only with heparin pump.

Event description:
A biomedical technician (biomed tech) reported a burnt power cord plug found during preventative maintenance and confirmed there was no patient involvement. He said that the plastic at the male end of the plug appeared black and burnt. There was no visible smoke, flames or sparks observed. No damage was observed with the power outlet or machine. The machine was plugged into a gcfi hospital grade outlet as per recommended power source. The power cord was replaced and the machine was placed back in service without further issue. The power cord was available for evaluation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed tech) reported a burnt power cord plug found during preventative maintenance and confirmed there was no patient involvement. He said that the plastic at the male end of the plug appeared black and burnt. There was no visible smoke, flames or sparks observed. No damage was observed with the power outlet or machine. The machine was plugged into a gcfi hospital grade outlet as per recommended power source. The power cord was replaced and the machine was placed back in service without further issue. The power cord was available for evaluation.

Manufacturer narrative:
Corrected plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.